Event description:
It was reported that there were records that suggested driveline fatigue. Log files revealed speed reduction and pump stop events on (B)(6) 2024 while the device was connected to the power module. On (B)(6) 2024 an alarm occurred. On 16jan2024 the patient visited the hospital and had log files downloaded. Log files showed low flow, low speed, and pump stop events. Additional information reported that on (B)(6) 2024, the patient underwent a pump exchange surgery from heartmate ii to heartmate3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the driveline disconnect was unknown. The patient had a short-to-shield due to a damage to a layer of the driveline peculiar to the heartmate ii.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced driveline disconnection. The issue was caused by the patient's failure to comply with rules for maintenance and protection of the device and loss of power supply due to capsule damage. On (B)(6) 2024 the patient underwent a pump exchange surgery from a heartmate ii to a heartmate 3 for possible driveline damage. Controller MFR # 2916596-2024-01247.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that would have contributed to the events captured in the submitted log file. The submitted log file captured a pump stoppage event while the system was connected to the power module. The pump was able to regain speed without issue. No other notable events or alarms were observed. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline (including the controller connector) was returned approximately 35¿. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft was returned not attached to the outlet elbow. The outflow graft bend relief and bend relief collar were returned not attached to the outlet elbow. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed several insulation breaches on the yellow, orange, green, and black wires of the 35.5¿ driveline segment approximately 30¿-32¿ from the controller connector. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The observed damage would have caused the pump stop events captured in the submitted log file. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook, are currently available. The IFU addresses damage due to wear and fatigue of the driveline. It also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. It explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. The IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.